Event description:
During an interrogation performed on (B)(6) 2012, it was not possible to access complete data from the ICD memories, including 2 episodes treated by atp. The technician mentioned that no telemetry difficulties were experienced during the interrogation, and that the programmer screen showed "therapy history and data review from (B)(6) 2012" (this indicates that the ICD memories were reset on (B)(6) 2012).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending. See scanned page.